Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. The target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After predilation was performed, a 2.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removal, resistance was felt inside the guide catheter. The device was eventually removed and it was noted that the proximal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.